Event description:
The spectrum central venous catheter had been femoral placed by the physician. It was noted (timeline unknown) that one of the distal lumens had bubbled up; however, they continued to get blood return. It appeared that there was a weakened area in the catheter causing the bubble. The catheter was removed and another spectrum central venous catheter was removed and another spectrum central venous catheter was placed. At this time the patient developed a central line (pseudomonas) infection. The catheter was removed and another manufacturer's PICC line was placed.

Manufacturer narrative:
A review of complaint history, device history record, instructions for use (IFU), quality control, and a visual examination of the returned device were conducted during the investigation. The product was returned in an opened and used condition. A visual inspection noted that the extension tube connected to the red lumen had bubbled up. The red lumen has a slight 'pinch' in the extension tube beginning at the hub and extending approximately 2mm. Functional testing noted no indication of device leakage or occlusion whether the device was free flowing or occluded. The 'bubble'/"thinned out effect begins at the manifold and extends 9mm proximally. This product is shipped with instructions for use, which states under warnings. "Do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 cc or larger syringe will reduce the risk of catheter rupture." / precautions - "prior to insertion, the cook spectrum or spectrum glide catheter shaft should not be wiped with or immersed in ethyl alcohol, isopropyl alcohol, or other alcohols, acetone or other non-polar solvents. These solvents may remove the antimicrobial from the catheter and reduce the catheter's antimicrobial efficacy." There is no evidence to suggest that the product was not manufactured to specifications. We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.